Manufacturer narrative:
Initial reporter phone no.: (B)(6). Facility name: (B)(6). Address: (B)(6). The actual device was not available, however, a photograph of the sample was provided for evaluation. Visual inspection observed a cut on the return line next to the screwed connector. The reported condition was verified. The cause was manufacturing related. A batch review was conducted, and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a prismaflex m150 in the intensive care unit, an external fluid leak was observed from the return line. There was no patient involvement. No additional information is available.